Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that during testing, their device would intermittently detect the therapy cable, when connected. There was no patient use associated with the reported failure.